Manufacturer narrative:
Import for export. (B)(4).

Event description:
During evaluation by the pentax medical service repair department on 06-feb-2020, an "accessory stuck in primary operation channel" was identified involving model eg27-v10c, serial number (B)(4), and the complaint handling unit was notified. On 26-may-2020, communications between pentax medical complaint handling unit and marketing product manager along with the assets and used equipment coordinator established the endoscope was delivered to (B)(6) on (B)(6) 2019 as a demo unit and returned on 08-aug-2019. Marketing confirmed the device was not available for sales in the united states and that there is no known patient involvement involving this demo unit, and no patient risk. The pentax medical service repair technician documented an "accessory stuck in primary operation channel" documented under service order (B)(4) on 06-feb-2020. Other inspectional findings included: primary operation channel resistance, passed wet leak test, passed dry leak test. The investigation and repair is in-process.